Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient was alerted by the continuous glucose monitoring (cgm) device of a high blood glucose (bg) level, over 400mg/dl, and took insulin. Patient's bg did not decrease and she was driven to the hospital by her mother. While at the hospital, the patient was treated with additional insulin and was released once her bg had lowered. There was no alleged device malfunction. At the time of contact, the patient was in good condition and no further medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hyperglycemia.